Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: moisture was found on the battery cap. The battery cap threads were damaged and was difficult to remove from the test pump. The battery compartment was cracked from the threads to the left of the grip pad to the case seal. The pump powered on to a blank display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cap were damaged with moisture. This report is made based on results of investigation completed on (B)(6).